Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Protection cap fell out resulting in medication coming out through the other port of the y site. I have had it happen twice with these butterfly needles, that I went to administer the medicine to the client and the cap (circled in blue) was off. The result was that the gift came out again through the open cannula and thus an open connection to the line had been created. Attached is the photo. It was during use and not during insertion. We do not use that extra top-up tip, so this type of butterfly needle is not useful. When did the incident occur? During use.

Manufacturer narrative:
DHR review: the complaint lot# is 5127665, sku is 383319, assembly in suzhou plant on 2025.may.20, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: picture provided does not show any abnormality. Retain sample analysis: sampling 2ea from the retained samples of the same lot to inspect component assembly status, the result is within product specification. Possible cause analysis: based on the information provided, vent plug loosened during using. The possible reasons for this type of failure may include: 1. Poor assembly status, easy to be loosened. 2. Component become loose after assembly. Current manufacturing already has control procedures as below to monitor and prevent this kind of defect: 1. 100% inspection is performed for vent plug assembly process. 2. Both in-process and outgoing sampling check will inspect vent plug assembly status. Conclusion(s): picture provided does not show any abnormality for assembly status of the vent plug. Vent plug is a removeable component. The retain sample inspection result is pass. So, the root cause is not clear for this case.

Event description:
No additional information is available.